Event description:
The rptr did back to back (rapid succession) blood glucose tests, using different fingersticks. Rptr's results were 88 and 110 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. On followup, the rptr did a control test using new solution, and had an in range result, 136 (94-141). No harm was alleged.